Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical error alarm on the insulin pump. Customer's blood glucose was 51 mg/dl at the time of the incident. Customer had just finished bathing. Customer stated that they did eating something to increase their blood glucose level. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
Motion sensor test failure was noted in the pump history and critical pump error open book noted due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. The insulin pump was received with scratched case, pillowing keypad overlay, scratched keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window.